Event description:
A malfunction alarm was reported, identified by the customer as malf 9. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by offering pump reset information and helped the customer reset the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the issue reappeared, and the customer acknowledged and understood this instruction.